Event description:
Hip implant stem arcos sts 16mm taper titanium 150mm femoral press fit spline modular - log2994541 failed to seat correctly despite compliance with instructions and use of torque wrench. Pt required return to operating room to correct.